Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests an malfunction in the device. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional f/u to this MDR is expected upon completion of the investigation.

Event description:
The customer reported digital graticule for mv imaging displayed an offset of 2cm from isocenter with no error or interlock. If the therapists accepted the digital graticule's accuracy, an incorrect pt shift might have occurred. The customer is no longer using the digital graticule on any of their machines until this problem is resolved. The site is using the physical graticule only for mv imaging. No report of pt injury and no pt data provided.